Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2018 with the following findings: all of the keypad buttons were intermittently unresponsive. Contamination was found on the button contacts. Unrelated to the initial allegation, the battery compartment was cracked and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the reporter contacted the animas corporation and claimed the down and ok buttons are not very responsive, requiring multiple presses. The reporter stated that the issue began around (B)(6) 2012. The patient claimed that there were no cracks/tears in the keypad and denied any trauma to the pump or the presence of moisture. The patient did not indicate how the pump was worn. There is no reported adverse event with this complaint. This report is being filed due to a keypad malfunction allegation.